Manufacturer narrative:
Received only catheter. The reported issue was confirmed, however the root cause is unknown. Per visual inspection, an irregular burst was noted, but there were no missing pieces. During the functional evaluation, water was introduced into the inflation lumen and there no obstructions present to impede flow. The device was microscopically examined and found no conditions that could be associated with the reported event. Per the tactile evaluation, the balloon thickness measured 20 thou. In addition, the edges of the burst area were found not brittle. Per the dimensional evaluation: eye snip length: 3/32.¿ inflation lumen coverage: 11 thou. Balloon thickness: 20 thou. Burst initiated from bottom collar of sac: 1cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:"be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that there was balloon damage confirmed during the surgery. It was later reported that the user noticed that the catheter dislodged from the patient with a deflated balloon. No problems were identified during the pretest. No patient injury reported, and no missing pieces were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was balloon damage confirmed during the surgery. It was later reported that the user noticed that the catheter dislodged from the patient with a deflated balloon. No problems were identified during the pretest. No patient injury reported, and no missing pieces were reported.